Event description:
It was reported that during a prostate procedure, a "fiber port overheat" message was received at 99,040 joules and the system went into standby mode. The case was completed with a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: contamination on the optical input surface of the proximal connector was observed, likely a biologic related to the procedure/handling. Contamination on the fiber optical input surface would likely result in the reported "fiber port overheat" message. Additionally the fiber's glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. No charring or burn damage was observed. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. Analysis of the fiber card verified the procedure date as (B)(6) 2012, as opposed to the reported procedure date of (B)(6) 2012. The fiber cap condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.